Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5119072. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 - 3 unspecified bd q-syte¿ vial access adapters' had bent pins that prevented veletri from diluting through them during use. The following information was provided by the initial reporter: "spontaneous. Patient reported 2 to 3 malfunctioni1g vial adapters q-syte. She stated the pin was bent and they were unable to dilute veletri with diluent through the adapter. No interruption to therapy. No adverse events. No further information. Indication: secondary pulmonary arterialhypertension."

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint was a duplicate and will be cancelled. This MDR will be void.